Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that on (B)(6) 2018, the implantable cardioverter defibrillator exhibited crosstalk and oversensing during atrioventricular (av) node ablation. As a result, the patient experienced asystole. The device was explanted and replaced on (B)(6) 2018 and the patient was stable before, during, and after procedure.